Event description:
It was reported that "pads failed to connect/set". In further follow up from facility, it was determined that the pads failed during a cardio version and when pads were switched out, the second set worked fine".

Manufacturer narrative:
The actual complaint sample has been returned to conmed for evaluation. One the investigation is complete, a supplemental report will be filed.